Event description:
The medication used within the following system was remodulin. The patient was part of a pulmonary arterial hypertension (pah) delivery study. It was reported that the patient experienced unrelenting nausea, vomiting, and a headache two hours after a pump refill. The patient denied experiencing shortness of breath, palpitations, or dizziness. The patient was admitted to the hticu for evaluation and was noted to have "looked more flushed than usual upon arrival". The patient was presumptively diagnosed with acute gastroenteritis, but it was noted that the symptoms could have been due to an "inadvertent prostacyclin bolus during the pump refill". The patient received IV and ondansetron overnight. Blood tests, pump interrogations, and chest x-rays were all normal. The patient's vital signs were noted to be stable on (B)(6) 2012, and no issues or unusual symptoms were noted during subsequent follow-ups on (B)(6) 2012. Upon querying from the site, additional information was learned and the event was considered to be of "unknown" relatedness to the refill process. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID, 10642 lot# j1100185r, product type catheter. (B)(4).